Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to high blood glucose level of over 600 mg/dl. There was a 911 call. The customer was vomiting, had difficulty breathing, and her body temperature was hot. She was feeling sluggish. The customer kept treating her blood glucose level with boluses. The customer had a diabetic ketoacidosis. She went to the intensive care unit. The customer was given insulin and fluids through IV. The customer had issues with the infusion set. The device was not returned.